Event description:
(B)(6) / its not a specific person its everyone that is given one they have been getting false readings and or not working at all and some people only rely on the sensor and don't have a backup to check their blood sugar this could cause harm to someone especially someone getting false reading they could give themselves to much or too little insulin which could result in death and or not having a manual meter to test to make sure they are ok! Please look into the freestyle company. Reporter job title: certified pharmacy tech / additional product details: its not a specific lot all of them are not working. I am a cpht and work at a pharmacy where 85% of the products are not working at all or they give false reading. / device ndc: (B)(4).